Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced occlusion at site. The infusion set was in use for more than 48 hours. Blood glucose level was displayed high and treated by correction injection via mdi. No further information available.